Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk manageme nt documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of difficulty tracking system through anatomy, withdraw difficulty, and inflation difficulty were unable to be confirmed . Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. Additionally, a review of device and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. For the complaint of difficulty tracking system through anatomy and inflation difficulty, per the event, ''the valve was inserted into the patients rv and was very difficult to navigate anatomy to the pulmonic valve. At one point the valve was unable to retract or advance. The team tried several techniques to get valve to move. Finally with buddy balloon assist and different wire position the 26mm s3ur was able to be positioned in the pulmonic valve. The 26mm s3ur was deployed and during deployment the valve moved ventricular and forward pressure was given to reposition. There was asymmetrical inflation, the distal end of balloon inflated more than proximal. The asymmetrical expansion could have been a combo of delivery system manipulation that created an issue with the balloon but also the unusual anatomy. The valve was able to be fully deployed/expanded.'' . In this case, it is possible that the delivery system nose tip and/or the crimped valve interacted with tortuous, calcified, or otherwise constrained patient anatomy during tracking through the pulmonic valve, resulting in the reported tracking difficulty. Additionally, the patient's ''unusual anatomy'' may have constrained the proximal region of the balloon leading to the asymmetrical inflation observed. However, imagery of patient's anatomy was not provided by the field. Without applicable patient or procedural imagery, a definitive root cause is unable to be determined. However, available information suggests that patient factors (challenging anatomy) may have contributed to the reported event. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further corrective or preventative action is required. For the complaint of withdraw difficulty, per the event, ''there was no tracking difficulty when the commander/valve exited the esheath. The embolization happened when the commander was withdrawn after valve deployment but the valve also deployed more ventricular than expected. The perceived root cause of the valve embolization was watermelon seeding of the valve ventricular and unable to push any more forward pressure to reposition since anatomy was difficult to navigate then once deployed removing the commander was the final movement that embolized the valve into the rv.''. In this case, it is possible that the delivery system may have interacted with the deployed valve during withdrawal resulting to the difficulties and embolization reported. Without applicable patient or procedural imagery, a definite root cause is unable to be determined. However, available information suggests that operational context (interaction with deployed valve ) may have contributed to the complaint event. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further corrective or preventative action is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-03073.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent transfemoral tpvr with a 26mm sapien 3 ultra resilia. As reported, the valve was inserted into the patient's rv and was very difficult to navigate anatomy to the pulmonic valve. At one point the valve was unable to retract or advance. The team tried several techniques to get valve to move. Finally, with buddy balloon assist and different wire position the 26mm s3ur was able to be positioned in the pulmonic valve. The 26mm s3ur was deployed and during deployment the valve moved ventricular and forward pressure was given to reposition. There was asymmetrical inflation, the distal end of balloon inflated more than proximal. The commander balloon deflated and position was verified on fluoro which was lower end of the pulmonic valve closer to the rv. The valve also deployed more ventricular than expected. With gentle removal of nosecone through the valve it was noted that the valve embolized into the rvot. Wire position maintained in the lpa to stabilize the valve while surgery was called. The patient stable during all this and sent to the or for removal of the 26mm s3ur. The perceived root cause of the valve embolization was watermelon seeding of the valve ventricular and unable to push any more forward pressure to reposition since anatomy was difficult to navigate then once deployed removing the commander was the final movement that embolized the valve into the rv. Additionally, the team performed open heart with tricuspid and pulmonic replacement plus asd closure and later a ppm implantation. The patient did not receive edwards surgical valve.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b5. Corrected h6: device code(s).

Event description:
Edwards received notification from a field clinical specialist that a patient underwent transfemoral tpvr with a 26mm s3ur. As reported, the valve was inserted into the patients rv and was very difficult to navigate anatomy to the pulmonic valve. At one point the valve was unable to retract or advance. The team tried several techniques to get valve to move. Finally with buddy balloon assist and different wire position the 26mm s3ur was able to be positioned in the pulmonic valve. The 26mm s3ur was deployed and during deployment the valve moved ventricular and forward pressure was given to reposition. There was asymmetrical inflation, the distal end of balloon inflated more than proximal. The asymmetrical expansion could have been a combo of delivery system manipulation that created an issue with the balloon but also the unusual anatomy. The valve was able to be fully deployed/expanded. The commander balloon deflated and position was verified on fluoro which was lower end of the pulmonic valve closer to the rv. With gentle removal of nosecone through the valve it was noted that the valve embolized into the rvot. Wire position maintained in the lpa to stabilize the valve while surgery was called. The patient stable during all this and sent to the or for removal of the 26mm s3ur. The perceived root cause of the valve embolization was watermelon seeding of the valve ventricular and unable to push any more forward pressure to reposition since anatomy was difficult to navigate then once deployed removing the commander was the final movement that embolized the valve into the rv. Additionally, the team performed open heart with tricuspid and pulmonic replacement plus asd closure and later a ppm implantation. The patient did not received an edwards surgical valve.